Event description:
A malfunction was reported on the pump, with no notable events occurring prior to it. There was no adverse impact to the customer's blood glucose level. Tandem technical support resolved the issue by sending a replacement pump. The customer was advised to use multiple daily injections as a backup therapy until receiving the new pump, which will have updated software. Instructions were provided for returning the faulty pump, and the customer understood and acknowledged all steps.